Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was a malfunction during the load cartridge step. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connect to the body and provides multiple reminders during the prime/rewind sequence. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 08/28/2017 with the following findings: a review of the pump¿s black box showed evidence of loss of prime warning with zero force and cs 163 no cartridge detected warning on 25317792017. During testing, a load step malfunction occurred when the force sensor was unable to detect cartridge and dispensed approximately 50 units during the load step. The force sensor calibration and force sensor resistance were both found to be out of required specification. There was evidence of moisture corrosion found inside the force sensor housing effecting the sensor bond resistance. Unrelated the original complaint, investigation revealed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.